Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) t3pt6511, (t3 pro tapered implant 6/5mm (d) x 11.5mm (l)) for evaluation. Visual evaluation was performed, the implant had signs of use. The implant was returned with no damage that would cause or contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 2022101288. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022101288 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : numbness/paresthesia. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint (B)(4). B3: date of event is not provided / unknown.

Event description:
It was reported that the implant at tooth site #19 was removed due to patient experiencing numbness. Symptoms as a result of the event: paresthesia.

Event description:
Indicated nerve injury as well.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h6: adverse event problem and h10: additional narrative. Additional information updated. Indicated nerve injury as well. Zimvie received one (1) t3pt6511, (t3 pro tapered implant 6/5mm (d) x 11.5mm (l)) for evaluation. Visual evaluation was performed, the implant had signs of use. The implant was returned with no damage that would cause or contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 2022101288. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022101288 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: numbness/paresthesia. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.